Event description:
Air bubbles underneath the bella blanket caused artifact on the mammogram image. In some cases, this resulted in pts having to repeat a mammogram.

Manufacturer narrative:
Instruction are provided by beekley on how to properly use the product and how to remove air bubbles if they were to appear during application prior to use.